Event description:
Caller reports seeing smoke coming from the multiplate analyzer. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).